Manufacturer narrative:
B5 has been updated based on the additional information received on may 08, 2025. H6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of minor hemorrhage. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f2301 captures the reportable event of the physician closed the puncture site on the gastric side with padlock over-the-scope-clip (otsc). Imdrf impact code f08 captures the reportable event of patient was then admitted to emergency.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) - guided cystogastrostomy procedure performed on (B)(6) 2024. During procedure, the axios device did not luer lock on well to the scope. The physician then attempted to deploy the axios stent first flange with resistance, resulting to complete disconnection of the stent and catheter. When the device was attempted to be removed, the handle ripped off from the catheter, and the catheter was coming out of the biopsy port. The catheter was manually pulled out by hand. The patient experienced bleeding and pain. The physician closed the puncture site on the gastric side with padlock over-the-scope-clip (otsc). Patient was then admitted to emergency. Note: the complainant reported that the axios also did not luer lock on well to the scope. The axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.". Additional information received on may 08, 2025: it was reported that the stent was to be implanted transgastric to pancreas. Additionally, the physician encountered difficulty in removing the axios device out of the patient, and a wrinkling on the catheter was observed. The patient's current condition was reported to be recovering.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of minor hemorrhage. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f2301 captures the reportable event of the physician closed the puncture site on the gastric side with padlock over-the-scope-clip (otsc). Imdrf impact code f08 captures the reportable event of patient was then admitted to emergency.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) - guided cystogastrostomy procedure performed on (B)(6) 2024. During procedure, the axios device did not luer lock on well to the scope. The physician then attempted to deploy the axios stent first flange with resistance, resulting to complete disconnection of the stent and catheter. When the device was attempted to be removed, the handle ripped off from the catheter, and the catheter was coming out of the biopsy port. The catheter was manually pulled out by hand. The patient experienced bleeding and pain. The physician closed the puncture site on the gastric side with padlock over-the-scope-clip (otsc). Patient was then admitted to emergency. Note: the complainant reported that the axios also did not luer lock on well to the scope. Ar code 5191:2457 (use of device issue - user error) has been applied. The axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of minor hemorrhage. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f2301 captures the reportable event of the physician closed the puncture site on the gastric side with padlock over-the-scope-clip (otsc). Imdrf impact code f08 captures the reportable event of patient was then admitted to emergency. Block h11: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath was buckled and twisted. Functional test was performed by connecting the device to an endoscope, and no connection issue was found. The delivery system was disassembled during destructive inspection, and the sheath was found twisted after the huer lock. It was also noted that the outer sheath was twisted and buckled. No other problems were noted with the and delivery system. Product analysis did not confirm the reported event of stent failure to deploy as the stent was not returned. The reported event of sheath break was unable to be confirmed as there were no signs of breakage to the sheath. The investigation did not confirm the reported event of handle connection issue as there were no connection issues found during functional testing. The investigation concluded that there is not enough evidence to establish the cause of the reported events of delivery system difficult to remove, hospitalization or prolonged hospitalization, and additional device required as these events happened during the procedure and without proper evaluation of the device. On the other hand, the reported events of device use of device issue - user error and sheath buckled material can be confirmed. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios did not luer lock on well to the scope as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, minor hemorrhage and pain are noted within the IFU as possible adverse events associated with the use of the device. The physician did not follow the steps cited in the instruction for use (IFU); therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) - guided cystogastrostomy procedure performed on (B)(6) 2024. During procedure, the axios device did not luer lock on well to the scope. The physician then attempted to deploy the axios stent first flange with resistance, resulting to complete disconnection of the stent and catheter. When the device was attempted to be removed, the handle ripped off from the catheter, and the catheter was coming out of the biopsy port. The catheter was manually pulled out by hand. The patient experienced bleeding and pain. The physician closed the puncture site on the gastric side with padlock over-the-scope-clip (otsc). Patient was then admitted to emergency. Note: the complainant reported that the axios also did not luer lock on well to the scope. The axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." ***additional information received on may 08, 2025*** it was reported that the stent was to be implanted transgastric to pancreas. Additionally, the physician encountered difficulty in removing the axios device out of the patient, and a wrinkling on the catheter was observed. The patient's current condition was reported to be recovering.